Event description:
This report is being filed after the subsequent review of the following journal article : single-step resection and reconstruction using patient-specific implants in the treatment of benign cranio-orbital tumors. (B)(4). The aim of this study was to evaluate surgical outcomes using patient-specific prostheses produced by computer-aided design and manufacturing for primary reconstruction in patients with benign cranio-orbital tumors. This study involved 3 patients (2 females - age - (B)(6) rand 1 male (B)(6)). On postoperative day 7, a cerebrospinal fluid leak was noted and the patient underwent a second surgical intervention. No infection has been reported in 2 years of follow-up. This is report 1 of 1 for (B)(4). This report is for unknown psi. A copy of the journal article is being submitted with this medwatch. This report is for 1 device.

Manufacturer narrative:
Additional narrative: this device is use for treatment not diagnosis. ¿single-step resection and reconstruction using patient-specific implants in the treatment of benign cranio-orbital tumors¿ (2013). Gerbino g. Et al, 71, 1969-1982. This is for a unknown psi. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.